Event description:
It was reported that the ilet displayed multiple alerts in the notification bell, identified by the user as alerts 57, 59, and 69; the user dismissed the alerts and restarted the ilet, and software was confirmed current. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem, consistent with device algorithm-related errors, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.